Event description:
It was reported that during a breast surgery procedure, after 2 minutes of surgery, there was an continuous error code/sound, without description on the lamp or the generator, after 2 more minutes the blade got broken. After screwing the blade off and on, again the error sounded. Another device was used to complete the procedure. There were no adverse consequences for the pt. After surgery, during the transportation, the top of the blade broke completely due to transport.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis showed that the device was returned with the distal tip of the blade broken off with the piece returned. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.